Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 750mg/dl and diabetic ketoacidosis. The customer indicated that they received an incorrect shipment of reservoirs. Customer also indicated that there have been air bubbles in multiple sets. Customer indicated that the reservoirs are stored in the refridgerator and troubleshooting advised to store them at room temperature. Customer declined to troubleshoot further for the high blood glucose or the air bubbles and was advised to call back if issues arise.